Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. Due to the incident did not occurred during the procedure. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that the light source board is out; it has no light. Incident occurred before the case. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Event description:
It was reported that the light source board is out; it has no light. No patient injury reported.